Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to damage on ccd unit, the image disappears during angulation in rl directions. Due to damage on ccd unit, image noise occurs and temporarily the image cannot be seen. Due to damage on insertion pipe, insulation resistance value does not meet the standard value. Adhesive on a-rubber has a chip. Due to wear of fe lever(sp), bending section cannot be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited image blackout. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image blackout was caused by the disconnection of the signal lines in the image sensor unit cable due to buckling. Additionally, the observed image noise was also determined to be caused by the image sensor unit cable buckling. The root cause of the cable buckling could not be determined, however, it is likely that the image sensor unit cable buckling was the result of a hindrance to cable movement when the angle was applied. The event can be prevented by following the instructions for use which state: ¿precautions against frozen or lost endoscopic images¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable¿. Olympus will continue to monitor field performance for this device.